Manufacturer narrative:
Patient identifier: sid (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely depressed alinity c calcium result for one sample. The following data was provided (customer¿s normal range: 8.5 to 10.5 mg/dl): on (B)(6) 2021, sid (B)(6), initial result = 15.2 mg/dl, repeats on another alinity = 9.6 mg/dl and 9.6 mg/dl, repeat on other instruments and generated results between 9.4 to 9.7 mg/dl. On (B)(6) 2021, sid (B)(6), initial result = 9.2 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. A review of tickets determined there is normal complaint activity for lot number 49044un21. Although an increase in complaint activity was found associated with alinity c calcium assay for falsely elevated and shifts in calcium quality control and/or patient results that are due to lot to lot variability and not related to this current complaint issue, which is specific to the documented patient sample. No commonalities associated with the reagent lot 49044un21 and the increased complaint activity issue were identified. Additionally, the sample when retested, generated a lower normal result and quality control was in range. Also, the customer ran a precision run with 10 replicates of quality control which were all within range, indicating the assay is performing as expected. Return testing was not completed as returns were not available. Device history record review did not identify any non-conformances or deviations related to the complaint issue for list number 07p57/lot number 49044un21. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity c calcium for lot number 49044un21 was identified.